Event description:
A us distributor contacted zoll to report that a patient had pre-existing swelling to their armpits from surgery and the lifevest rubbed and irritated the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed muscle relaxers and advised removal of the lifevest due to the skin condition. Outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.